Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address goldent slightly turbid joint fluid and a chronic rind of tissue lining the joint. The information received does not change the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. The complaint is still considered closed.

Event description:
Litigation alleges patient had pain, soreness and discomfort; difficulty walking and performing routine activities, elevated metal levels, bone loss and fluid after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.